Event description:
Vns pt was scheduled for reimplant because treating neurologist believes that the lead electrodes may not be on the vagus nerve. It was reported that the pt has never felt stimulation. Device diagnostic testing was within normal limits, indicating proper device function. Device settings were increased, after which the pt felt stimulation. Device settings were then decreased back to prescribed levels.